Manufacturer narrative:
Intuitive surgical has received the vessel sealer extend instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument had issues releasing from clutch and was not sealing properly. The cautery was not working correctly. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal tests on 3 of 3 attempts. No failures were found in the logs. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.